Event description:
My mother who has recurrent metastatic breast cancer (at the time of this procedure doing active chemotherapy treatment, living independently ), walked in for an outpatient procedure, sacroplasty using bone cement (polymethyl methacrylate, pmma) on (B)(6) 2022. It went horribly wrong and she was bedridden for 10 days prior to surgery to remove the cement. In that time, it took almost a week to diagnose (delay of care) and she developed 2 blood clots with an ivc filter having to be placed. In total she spent nearly 21 days in the hospital, 10 days in inpatient rehab, and then returning home to no longer being able to live alone, having to end chemotherapy, and bringing in hospice services with 6 months to a year to live. With doing a proper assessment prior to the procedure, this could have all been avoided. The patient was not a good candidate for this procedure. In addition, there was a facility process failure due to the facility not diagnosing this sooner. The facility has labeled this a "rare complication" also with another doctor in the facility saying "our system has failed you and your family" I want to see that the facility has learned from this, there were many mistakes made, errors that occurred and failures that happened during my mother's almost month of care. I would like a full review of the scope of practice around a sacroplasty in recurrent metastatic cancer patients with changing anatomy due to active cancer, there is no way to see changes in real time how a sacroplasty is currently performed. Sacrum and coccyx min 2 views and anteversion series pelvis were ordered. Please note the following from finch's patient chart: impression 1. Changes of sacral plasty project over the s2 vertebral segment on the lateral view, with extruded cement extending anterior greater than posterior to the vertebral segment. FDA safety report ID# (B)(4).